Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination of the patient's right ventricular lead revealed high capture thresholds. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no patient consequences were reported.